Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the purge leak was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Prior to implantation, low purge pressure of 70 and high purge flow of 30 was noted. The surgeon decided to implant the pump anyway with continuous alarming. Decision was made to exchange the pump.